Event description:
Customer reports overinfusion of fentanyl, suspects programming with custom concentration. Customer is vague about the date and time of the event. Limited details about the event provided by customer. Reports as a result of the overinfusion, the pt was fluid resuscitated, given levophed, recovered with no ill effects and is no longer in the ICU. Review of the device log showed the overinfusion was a result of user programming. In 2008 at 3:44 pm, the user selected the custom concentration option from the device menu, entered 20 mcg for the drug amount and 100 ml for the diluent amount resulting in a concentration of 0.2 mcg/ml. The actual drug concentration in the IV bag was 200 mcg/100 ml or 2 mcg/ml. The user then programmed a rate of 2.5 ml/hr that automatically calculated the dose to 0.5 mcg/hr. An alert that the dose was below the guardrail limit of 5 mcg/hr was acknowledged; the user then changed the dose to 5 mcg/hr which based on the concentration entered resulted in a rate of 25 ml/hr and consequently an actual dose of 50 mcg/hr was delivered. Standard concentration options for fentanyl are not available in the device menu, only custom concentration. Info was provided to the customer with reference to adding standard concentration options for medications and/or hard guardrail limits when indicated. The customer is evaluating the need to remove custom concentration options.